Event description:
It was reported that the user experienced hypoglycemia following a supply change while using the ilet bionic pancreas, with a confirmatory fingerstick blood glucose of 52 mg/dl after announcing lunch earlier the same day; troubleshooting and education were provided regarding the learning phase and treatment for low blood glucose, and no device alerts or alarms occurred. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient low blood glucose outside target for approximately 15 minutes, self-treated with oral carbohydrates, without medical intervention, ketone testing, or hospitalization. Investigation included customer interview and troubleshooting with guidance on 15 g carbohydrate treatment and timing during system adaptation. Investigation of this case revealed no device malfunction, with hypoglycemia of unclear cause possibly related to early learning-phase adaptation and recent supply change, and no actionable device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.